Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance a clearlink y-type catheter extension set in which a leak was observed on the tubing near the bonded junction of the y-site. According to the report, the leak was a result of a small cut/hole. The alleged malfunction was observed during patient use, while normal saline was being administered. The leak resulted in a small amount of blood backflow. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was attributed to manufacturing processes. The line associate did not assemble the parts correctly and the assembly method and equipment area were not sufficiently clear. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed on the sample. The sample was underwater leak tested which identified a leak at one of the in-let ports of the y site. The sample was raised out of the water at which time the tubing separated from the in-let port. Closer visual inspection of the tubing end showed that there was no visible plow ridge or solvent residue. Therefore, the reported condition was confirmed. A definitive root cause has not yet been identified. A batch review was performed on the reported lot with no deviations found.